Manufacturer narrative:
No pictures were attached to the complaint. Two videos were attached to the complaint, the same videos were used to report eight different complaints, for different part numbers and different lot numbers. Video 1 showed white particles inside of the medication bag. Video 2 showed a 50 ml cassette with white particles inside of the medication bag. According to videos received, the failure mode ¿foreign material/contamination¿ was confirmed. A lot history review was performed and no complaints were documented for this lot number.

Event description:
It was reported that the device had a blue plastic particle. The product fault occurred while performing visual inspection after filling the cadds. There was no patient involvement, and no patient harm/adverse event reported.